Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through counsel as a result of a legal claim that allegedly the patient underwent a left tha and was implanted with a cocr femoral head and an accolade tmzf hip stem. She was subsequently revised on (B)(6) 2024, due to alleged pain and xray findings concerning for altr.